Event description:
The user facility reported that during a stent placement procedure, the guidewire could not be advanced because the coating began to peel off of the guidewire. The coating damage was noted when the guidewire was removed. The procedure was completed successfully using another guidewire. The pt was reported to be fine.